Manufacturer narrative:
Manufacturer's reference number: (B)(4) this event was assessed as MDR reportable for a coagulant issue. During review on (B)(6) 2021, a correction was noted to the assessment as this event should have been assessed as char which is not MDR reportable. Char is a physical phenomenon of radio frequency energy delivery and can be the normal result of the ablation process. The presence of char on the electrodes does not represent a serious injury in itself, nor is it necessarily the result of device malfunction. Therefore, updated under ¿h6. Medical device problem code¿ from ¿coagulation in device or device ingredient¿ to ¿device contamination with body fluid¿.

Manufacturer narrative:
The photograph investigation was completed on 12/18/2020. It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle catheter. A coagulant was found attached to the tip of the catheter when the catheter was removed from the patient¿s body. The procedure was completed with this issue. No issues related to flow were reported. They might have seen small impedance rises. Ngen was used at 90 watts with qmode+ parameters: target temperature: 55 degrees, cut-off temperature: 60 degrees, low flow: 2ml/min, high flow: 8ml/min. Activated clotting time (act) was around 350 during case. Power modulation was used sometimes because of high temperature readings up to 55 degrees. The duration of ablation used was not greater than 60 nor than 120 seconds. The average contact force was greater 25 grams. The pre-ablation high setting was 2 sec. 8ml. Heparinized saline was used (5000ie / 1l). The patient did not exhibit neurological symptoms since the procedure was completed. There was no patient consequence reported. There was no delay in the procedure. According to pictures provided by customer, coagulant was observed on the tip dome. Evidence of high temperature was not provided by the customer. A manufacturing record evaluation was performed, and no internal actions related to the reported complaint condition were identified. The customer complaint was confirmed from the photo analysis. However, the device has not been returned for evaluation. Since no device has been received, no product investigation can be performed. If the device is received in the future, the product analysis will be performed as appropriate in order to find the root cause of the complaint. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. H6. Component code of ¿appropriate term/code not available¿ represents the "coagulant". If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 12/10/2020, a correction was noted to the 3500a initial under h10 as the following was omitted: the product has not returned for analysis, however, pictures were provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch® sf bi-directional navigation catheter approved under p030031/s078. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation (pvi) ablation procedure with a qdot-micro, bi-directional, d-f curve, c3, split handle catheter and a coagulant issue occurred. A coagulant was found attached to the tip of the catheter when the catheter was removed from the patient¿s body. The procedure was completed with this issue. No issues related to flow were reported. They might have seen small impedance rises. No issues reported related to the carto 3 system. Ngen was used at 90 watts with qmode+ parameters: target temperature: 55 degrees, cut-off temperature: 60 degrees, low flow: 2ml/min, high flow: 8ml/min. Activated clotting time (act) was around 350 during case. Power modulation was used sometimes because of high temperature readings up to 55 degrees. The duration of ablation used was not greater than 60 nor than 120 seconds. The average contact force was greater 25 grams. The pre-ablation high setting was 2 sec. 8ml. Heparinized saline was used (5000ie / 1l). The patient did not exhibit neurological symptoms since the procedure was completed. There was no patient consequence reported. There was no delay in the procedure. The coagulant was assessed as an MDR reportable issue. The high temperature issue was assessed as not MDR reportable. Although the incidence of high temperature readings occurred, there's no indication that the temperature value exceeded the user selected temperature cut-off. The overall risk to the patient was low.